Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who had an external neurostimulator (ens). The patient reported that she just went through the trial and wanted to know if the implant could be programmed to have both high dose programming and regular programming (where you felt stimulation). The patient reported that during her trial she had problems. The patient reported that it felt like there were two thumbtacks in her back during the trial. The patient reported that she was crying when the leads were put in and it got worse. The patient reported that the doctor did an x-ray to check the leads and the doctor said the leads had moved but not enough to cause pain. The patient also reported that she didn't like the controller and having to set it together. No further complications anticipated.